Manufacturer narrative:
Based on the available information there is no documentation to show a causal relationship between the patient¿s hypotension, hospitalization and subsequent death and the liberty cycler. Additionally, there is no report of a device malfunction against the liberty cycler for this event. It cannot be determined if there is a temporal relationship between pd therapy on the cycler and the hypotension as there is no documentation to show if the patient was in active treatment at the time of the event. It is probable that the patient¿s extensive history of cardiac comorbidities caused or contributed to the event. The alleged event is not confirmed. The device was not returned to the manufacturing plant. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up for a separate event of myocardial infarction it was reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized on (B)(6) 2018 due to hypotension (blood pressure unknown). It is unknown if the patient was in active treatment at the time of the hypotensive event. The patient did continue pd therapy while hospitalized, but it is unknown if fresenius products were utilized. All other hospital course is unknown and on (B)(6) 2018 the patient expired in the hospital. The patient was not connected to the cycler at the time of death. Per the pdrn the causality for the death was related to the patient¿s pre-existing cardiac conditions (unspecified). Additional information was solicited.